Event description:
The facility reported an infusion pump with a non-working channel a. It is unk when the reported condition occurred. There was no pt injury or medical intervention. No additional info is available.

Manufacturer narrative:
Eval summary: the customer reported condition of a non-working channel a was confirmed during eval. The reported condition was caused by an intermittently working "select" button on channel a pump head module keypad. The keypad on channel a pump head module was replaced to fix the problem and the pump was returned to the customer fully operational. This issue is being investigated.